Manufacturer narrative:
It was confirmed that the device didn¿t pass high pressure leak test. The customer replaced flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. A similar evaluation was performed for a faulty flow sensor assembly, and the root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).

Event description:
Philips received a complaint from the customer on the v60 indicating that during set up, the unit will not stay in standby mode. The customer reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) evaluated the device with the customer and advised to perform performance verification testing to diagnose the issue. The average air slp was checked when flow was set to zero and it read -0.8. The customer was advised that it is still in tolerance, but testing may reflect a bad flow sensor assembly. The rse provided parts ID for the flow sensor assembly to resolve.